Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. In telephone contact, the complainantinformed that the information about lot number of the product was notavailable. Considering the surgical methodology, it was seen that thedentist has used less drills than recommended to perform the implantinstallation.

Event description:
(B)(4) ¿ the dentist reported that 9 days after dental implant was installed in intraoral region 2#, its non-osseointegration was observed. The 35ncm of primary stability was achieved, the patient presented poor bone quantity/quality (bone type iii) and immediate implant and immediate load procedures were performed.